Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing noise and myopotential oversensing. The patient was brought into clinic. Isometrics were performed and pocket manipulation resulted in no noise or oversensing. While patient performed deep breathing this resulted in oversensing, probable myopotentials. No intervention was performed at this time. The patient was in stable condition.